Manufacturer narrative:
Image analysis summary: images show the reported lesion in the lad. A previously deployed stent is distal to the lesion. A guide wire is delivered through the lesion and through the previously deployed stent. A balloon is delivered to the lesion and inflated . A stent is delivered to the lesion and deployed. There were no images showing difficulty of the device reaching the lesion. Images following placement of the stent show good flow to the lad as shown by the path of contrast in the vessel., and the procedure is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident from the 14 to the 17th distal stent wraps with struts raised. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. There was no other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute integrity rx coronary drug eluting stent to treat a lesion exhibiting 90% stenosis in the left anterior descending (lad) artery. The device was inspected with no issues noted. Negative prep was performed with no issues. The lesion was pre dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was used during delivery. It was reported that the stent could not be positioned at the lesion. It was stated that the physician believes the event was due to the use of the device in a difficult lesion morphology/anatomy or procedural related. The patient is alive with no injury. The device returned for evaluation with deformation to the stent.